Event description:
It was reported that following an ipg upgrade, patients ipg incision was infected. It was stated that patient ended up falling at the hospital and landing on the incision site which opened the incision. It was unknown if fall was device related. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 19805536/19179772. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 20040326.